Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780 superseded by mdd CAPA-001226. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿the chemical form of metallic debris in tissues surrounding metal on metal hips with unexplained failure¿ by alister j hart et al, reports on the identification of chemical form of the main metal containing species in the peri prosthetic tissue of the current generation mom hips (3 asr, 2 bhr, 1 biomet and 1 cormet) using a direct method. Capsular tissues from 7 patients (median age :49 years, mode of failure unexplained) were analyzed in 2008. Tissue samples from 2 patients with failed (due to aseptic loosening) mop hips were taken as control. Therefore, 3 patients were found with asr implant. Median number of months between primary and revision operations was 26.5. All patients consented to utilization of their tissue for sampling and analysis. Clinical examination and assessment performed by plain radiographic, microbiological and intra-operative methods. A patient (case 2: (patient 2 )) with mom-asr hip aged (B)(6), underwent failure in 36 months for which, reason is unexplained. Blood cobalt and chromium level values were 229 nmol/l and 210 nmol/l respectively. Clarification was found on which events were specifically present on specific patients. Asr hip implant was found not to be associated with any adverse events. Predominant metallic species found cr phosphate. Impacted product: unknown hip acetabular cup (asr) and unknown hip femoral head (asr). Product experience code: the other products would be coded for no reported product problem. Patient code: elevated metal ion levels.